Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant products continued: 4196 implantable pacing lead - (B)(6) 2009; 3830 implantable pacing lead - (B)(6) 2009.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.